Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. There was no adverse impact as the pump was not used for insulin therapy. Reportedly, the customer was able to address the issue at their health care provider's office.